Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endobronchial ultrasound procedure after the first pass; they felt the bending of the subject device. The procedure was completed using an olympus back-up device. There were no report of patient harm.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Corrected field: d4 - unique device identifier (UDI), d4 - unique device identifier (UDI) #1. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive. Root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.